Event description:
It was reported that during service and repair pre-testing, it was observed that bay one on the universal battery charger device would not charge the battery devices. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due various worn electrical components from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.